Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Receiver functional tests were performed and failed due to speaker and internal mic failure. Try it test was performed and failed. Case opened and an internal visual inspection was performed and passed. The speaker resistance was measured and failed. The allegation was confirmed. The probable cause was determined to be defective speaker assembly. No injury or medical intervention was reported.